Manufacturer narrative:
. There is no product analysis in progress or completed at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy on the system. Initially, after the screws were placed, a snapshot and an anatomy check indicated that the screws were superior to the planned position. A second scan was conducted using the imaging system, and the screws were replanned. However, after placement and checking the star marker, the screws were found to be inferior to the plan. This resulted in a delay of an hour or over in the surgery. The systems were aborted, and the procedure continued manually using a c-arm. There was no patient reported. Additional information was received. It was reported that trajectories were deviated between 3.5 and 10 millimeters (mm).